Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x 2 implantable pacing leads: (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) displayed ¿no data¿, ¿invalid data¿ in the cardiac compass and, ¿????¿ in the percent pacing. It was noted that the patient had recently completed radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).